Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the versajet ii console had a burning smell after gauze went inside the device unwittingly. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the versajet ii console had a burning smell after gauze went inside the device unwittingly. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. An odor in the device would not be likely to cause or contribute to a death or serious injury. Event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803. Use error did not lead to a device-related death or serious injury. This event is not reportable pursuant to 21 cfr §803.